Manufacturer narrative:
The investigation into the reported access site bleeding has been completed. The cause of the bleeding could not be determined as the pump was not returned nor was clinical information provided sufficient to determine the root cause. The failure modes will be monitored and trended. Instructions for use for the related event are as follows: assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
The user facility reported a 70-year-old male patient in acute myocardial infarction/cardiogenic shock was escalated to an impella 5.5 device for mechanical circulatory support. While on support, the patient experienced bleeding from the injection site which required the patient to receive multiple blood products. Patient is stable post intervention.